Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the energy select switch is not recognizing the setting of 150 joules which causes the op check to fail. There was no reported patient involvement.